Event description:
Event description boston scientific received information that this ventricular lead was exhibitng positional loss of capture, low impedances <100ohms, and high thresholds >4.0v. The pacemaker had been implanted 5 years and had become repositioned in the pocket. The decision was made to replace the entire pacing system. The ventricular and atrial leads were surgically abandoned and replaced. No adverse patient effects were noted.